Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained ventricular tachycardia episodes, a high number of short v-v intervals, and high impedance. The rv lead also exhibited spikes in impedance, increased, and undefined impedance, along with noise and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.